Event description:
On 2020-may-20, patient information was provided. The symptoms the patient experienced that led to the suspected catheter infection was discomfort around the incision site. Surgery occurred on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID 8781 serial# unknown product type catheter h6; the previously reported patient code c76143 no longer applies to this event and has been updated to c50535. The previously reported conclusion code 67 no longer applies to this event and has been updated to 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp was requesting MRI (magnetic resonance imaging) procedure guidelines. The hcp stated the patient thought their pump was explanted but their medical chart states the pump is still implanted, but "inactive." It was further noted the patient had alzheimer's. It was reported the pump was inactive/removed due to an infection. The hcp had no further information to provide regarding the infection. *of note, this information conflicts with the previously reported information from the patient's managing healthcare provider.* it was reported the patient's medical notes indicated morphine was being delivered when the pump was active.

Manufacturer narrative:
Continuation of d10: product ID 8781, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, product type catheter; ubd: unknown , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. The patient's information and device information was not provided at the time of the report. The physician had reported a potential catheter infection and the rep was called to support the case scheduled for (B)(6) 2020. It was unknown when the issue began. Additional information was received from the rep on (B)(6) 2020. The rep reported the patient was taken back to the operating room and after the initial dissection was performed the physician determined there was no catheter or pump infection. The surgeon washed the patient and closed the incisions. The patient had not been seen back at the physician's office at the time of the report.